Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that there was device site infection. While in hcps office, rep asked if they had seen the patient recently, as rep wanted to check in with him since it was getting close to time for a replacement battery. They pulled up his chart and let rep know the device had been explanted due to an infection. Rep called the patient to follow up, and he told rep that in 2022, he was at work, scratched his back, and noticed blood on his hands. He realized his incision had opened, and the serial number on the battery was visible. Hcp explanted the battery and lead due to the infection. The patient said he healed fine but hasn¿t wanted another surgery yet. He said the stimulator was helping and will call if he decides to have another one implanted. The issue was resolved. The manufacturer representative (rep) indicated they would send any further information as they become aware.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.